Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she also noticed a button sticking. The customer stated she was at the beach and the device may have gotten splashed. Blood glucose value was 153 mg/dl. The customer was advised to discontinue the use of the device and revert to a backup plan. She was advised the insulin pump would be replaced and agreed to return the product for analysis.